Event description:
During a proximal femur repair procedure, the threads of the screw unraveled during insertion. The surgeon removed the screw and most of the loose threads, some of the threads remained in the patient. The surgeon used another screw to complete the procedure without further incident. Approximately 5 minutes additional surgical time was incurred. No adverse effect to the patient was noted.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
(B)(4): placeholder.